Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ping meter displayed an error 3 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 3:00am. The patient manages his diabetes with an insulin pump. The reporter confirmed that the patient took his usual dose of 13 units of insulin daily (including sliding scale) on (B)(6) 2015 (time not provided). The reporter stated that the patient developed the symptoms of "vomiting and headache" on (B)(6) 2015 at 8:00am. The reporter stated that the patient received hcp treatment of 2 units of insulin in ER on the morning of (B)(6) 2015 (time not provided). Whilst at ER, the patient's blood glucose was tested with an ER/hospital device but the reporter could not remember the result obtained. At the time of troubleshooting, the csr noted that the alleged product issue was not resolved with a walk-through test, the test was performed with blood and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient received hcp treatment for symptoms suggestive of a high blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1: the following information was available but not submitted in follow up#1 a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.